Manufacturer narrative:
Additional information received: the tip of the delivery system was described as being folded /curled outward. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis conclusion the reported positioning problem, device damaged by another device and material deformation could not be confirmed based on the image provided; therefore, the cause of the events could not be determined. Lack of complete pre-operative CT series limited the ability to perform a more comprehensive anatomical assessment, and procedural angiograms demonstrating the positioning attempts were not available. Although this cannot be confirmed, the calcification observed in the common iliac arteries may have been a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 30mm in length thoracic aortic dissection. It was reported during the index procedure, the delivery system could not deliver to the desired position, so the device was replaced with and changed to another device. The device was inspected prior to insertion. The device system that could not be implanted had a frayed nose cone. It seems that there was friction when the wire passed through. There was little to no calcification noted. Another valiant captivia was implanted and the procedure was completed. The cause was not reported. No additional clinical sequelae were reported, and the patient is fine.